Event description:
Pt revised to address loose tibial tray, osteolysis and polyethylene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening and poly wear. It was noted the devices were implanted for approximately 13-years, which could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.